Manufacturer narrative:
The implicated sample was not received to date for evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A biomedical engineer (biomed tech) reported a hemodialysis patient was connected to a 2008t hd machine and completing hemodialysis treatment when the blood leak was observed. The patient information was unknown. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The biomed tech stated the leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 100ml. The biomed tech stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The biomed tech stated no patient adverse effects were experienced and no medical intervention was required as a result of this event, and the patient was able to complete treatment with new supplies on another machine.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported a hemodialysis patient was connected to a 2008t hd machine and completing hemodialysis treatment when the blood leak was observed. The patient information was unknown. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The biomed tech stated the leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 100 ml. The biomed tech stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The biomed tech stated no patient adverse effects were experienced and no medical intervention was required as a result of this event, and the patient was able to complete treatment with new supplies on another machine.